Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the doctor tried to advance the lens and it was very hard to turn the inserter, but the tech folded it just as she always would do with the proper company inserter, cartridge, forceps, and viscoelastic. They changed out all items with new items while still using proper equipment. The first lens that was inserted into the eye was noticed to have a damage. Hence the doctor decided to take the lens out and put another lens. When advancing the second lens it was verified that it was hard to turn the inserter and later advanced the lens out of the cartridge outside on the back table. In the surgeon¿s opinion, cartridge caused or contributed to the event then switched to another cartridge for the lens that remained in the eye. Procedure completed the same day without any harm to the patient.

Manufacturer narrative:
Two cartridges were returned in the lens for the related company lenses. One cartridge was returned inside the opened monarch pouch, in the lens carton. This was the lens indicated delivered outside of the eye. Inadequate viscoelastic was observed in the cartridge. The nozzle had an aneurysm top center that split as it entered the thinner tip. Heavy stress was also observed. The cartridge had evidence of placement into a handpiece. The lens was also returned. The optic had a cracked area on the posterior edge. This damage was similar in appearance to plunger underride damage. The first photo provided was this lens. The first photo showed a clear, single-piece lens being held over the eye with forceps. One haptic was folded onto the anterior optic surface. There appeared to be fold lines. The optic appeared folded in or damage mid-way on the right edge. The second cartridge was returned in the lens carton. This was indicated to be the implanted lens. The monarch pouch was not returned. The lot number of this cartridge cannot be verified. The lens was not returned. Inadequate viscoelastic was observed in the cartridge. The nozzle had an aneurysm top center which extended into the tip. Heavy stress was also observed. The cartridge had evidence of placement into a handpiece. The second photo was for the lens used with this cartridge. The second photo was of an implanted clear, single-piece lens. The haptics appeared to be misfolded under the optic. This may indicate a plunger underride occurred. The optic had angled cracks on opposite sides. This damage was similar in appearance to damage caused by a plunger under/override. Both cartridges were cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for reported "hard to advance the handpiece plunger" may be related to a failure to follow the IFU (instructions for use). Two cartridges were returned. The observed lens and cartridge damage would indicate the lenses/plunger were not in acceptable positions for advancement. One returned cartridge nozzle had an aneurysm top center that split as it entered the thinner tip. Heavy stress was also observed. The second returned cartridge nozzle had an aneurysm top center which extended into the tip. Heavy stress was also observed. The lens damage was similar in appearance to damage that may occur when a plunger over/underride occurs. Both cartridges were cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. The damage on the top of the nozzles started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. Inadequate viscoelastic was observed in both cartridges. The facility indicated they only ¿fill halfway¿. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece was not returned. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).